Manufacturer narrative:
Follow-up #1: date of submission 03/09/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/13/2017 with the following findings: a review of the black box showed one unexplained power loss; there was no evidence of short battery life found in the black box. The pump powered on and successfully completed rewind, load, and prime steps. Current draws were within required specifications. The complaint could not be confirmed or duplicated on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.